Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic bowel resection procedure the surgeon was using gore seamguard on the circular stapler ecs29a. Staples did not form completely, and surgeon had to over sew staple line anastomosis. There were no adverse consequences for the patient.